Manufacturer narrative:
Regarding analysis, it was noted that upon visual inspection a crack in the resonator was observed. Update: the previously applied conclusion code is no longer applicable.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. The patient¿s weight was noted as having been (B)(6) pounds and the time of event was unknown.

Manufacturer narrative:
Analysis of the pump identified that the alarm was out of specification due to an anomaly with the resonator. Interrogation of the device revealed it contained bupivacaine and hydromorphone. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an intrathecal unknown medication via an implanted pump for post laminectomy syndrome and non-malignant pain. It was noted the pump was end of life (eol) and explanted on (B)(6) 2017. Further information was not provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.